Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed incoming ECG fall-off testing. Upon evaluation, there was an open wire (-5v) inside the trunk cable. The cause of the incoming test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.